Manufacturer narrative:
(B)(4) initial 1 of 2.

Event description:
On (B)(6) 2016, the customer reported that she was returning the two freedom onboard batteries that were used by the patient when his freedom driver exhibited a fault alarm during onboard battery exchange that occurred on (B)(6) 2016. The medical device report for freedom onboard battery s/n (B)(4) is #3003761017-2016-00157. The freedom driver fault alarm was reported under medical device report #3003761017-2016-00076. There was no reported adverse patient impact. The freedom onboard batteries will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
On march 29, 2016, the customer reported that she was returning the two freedom onboard batteries that were used by the patient when his freedom driver exhibited a fault alarm during onboard battery exchange that occurred on (B)(6) 2016. The medical device report for freedom onboard battery s/n (B)(4) is #3003761017-2016-00157. The freedom driver s/n (B)(4) fault alarm was reported under medical device report #3003761017-2016-00076. There was no reported adverse patient impact. The freedom onboard batteries were returned to syncardia for evaluation. The investigation for freedom driver s/n (B)(4) (MDR #3003761017-2016-00076) determined that the driver performed as intended, there was no evidence of a device malfunction. The investigation for freedom onboard battery s/n (B)(4) (MDR #3003761017-2016-00157) determined that the onboard battery performed as intended, there was no evidence of a device malfunction. Physical inspection of the onboard battery s/n (B)(4) revealed damage at connector j1 pin 5. Review of the onboard battery's smbus (system management bus) data did not reveal any abnormalities and all data values were within nominal parameters. However, the onboard battery did exhibit intermittent communications. The onboard battery did not meet test acceptance criteria because of the damaged connector and intermittent communications. The root cause for the onboard battery not meeting test acceptance criteria cannot be absolutely determined; however, the connector damage at j1 pin 5 is the likely cause for the exhibited intermittent smbus communications. Due to the damaged connector and intermittent communications with onboard battery s/n (B)(4), it is possible that freedom driver s/n (B)(4) did not recognize the presence of the onboard battery and resulted in a recoverable, intermittent alarm. The onboard battery was taken out of service. This failure mode posed a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver is equipped with multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.